Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent products are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the returned sample was found with locked safety lock slider and the stent partially deployed. The distal end of the inner catheter cardan tube is torn-off and missing. At the break site, heavy deformation is visible which indicates that excessive tensile outer force must have been present when the break occurred. The condition of the returned sample does not show typical signs of a premature deployment so that the alleged premature deployment out of packaging cannot be re produced. It was not known when the tensile force was applied. The investigation leads to inconclusive result for premature deployment and for confirmed result for break. A manufacturing related issue could not be found. Based on the investigation of the provided information, the investigation is closed as inconclusive for premature deployment but confirmed for break of the inner catheter. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The IFU state: 'examine the stent system to ensure it has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. If it is suspected that the sterility or performance of the stent system has been compromised, the device should not be used.', and 'visually inspect the distal end of the stent system to ensure that the stent is contained within the sheath. Do not use if the stent is partially deployed.' H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a stent placement procedure, the stent was allegedly a bit opened before opening the sterile packaging. The procedure was completed using another device. There was no patient contact.